Manufacturer narrative:
Initial reporter tony wyckoff tony.wyckoff@trimedx.com occupation: biomed.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed an electrical test. It is unknown under which circumstances this event occurred. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue in the logs. The fse noted the datasette was not fully seated and reseated both datasettes for preventative measure. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened; the full name is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed an electrical test. It is unknown under which circumstances this event occurred. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed an electrical test. It is unknown under which circumstances this event occurred. There was no patient involvement, and no adverse event reported.